Manufacturer narrative:
Clinical evaluation performed by medical affairs director: infection in cementless tha, 1.8 years after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch review performed on 05 march 2019: lot 168186: (B)(4) items manufactured and released on 16-mar-2017. Expiration date: 2022-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components involved: stem: quadra-h 01.12.023 cementless, ha coated std stem size 3 (k082792), lot 170174: (B)(4) items manufactured and released on 05-may-2017. Expiration date: 2022-04-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: cc e cc light 01.26.3244hct flat pe hc liner ø 32 / e (k103352), lot 167566: (B)(4) items manufactured and released on 25-jan-2017. Expiration date: 2022-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Batch review performed by the manufacturer ceramtec: the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There are no indications of any pre-existing material defect or nonconformities regarding sterilisation. Due to a lack of ceramic parts further investigations cannot be done. Preliminary investigation performed by r&d project manager: from the received images the versafitcup cc trio was just explanted from the patient, covered with blood and bone tissues and without any particular signs. It is not possible to determine the root cause of the event, but there is no reason to suspect that it may be linked to the implant.

Event description:
Revision surgery performed 1 year and 8 months after primary due to cup and stem loosening caused by infection, propionibacterium avidum.